Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's , battery has failed ops check. The customer is requesting that the battery be returned for evaluation there was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device's, battery has failed operational check. There was no reported patient involvement/adverse patient impact.